Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ECG "c" and ECG "d", were pulled from the strain relief damaging all the wires in both cables and breaking the j703 connector off of the distribution node pca. The root cause for the strained cable and broken connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported being unable to complete incoming functional testing on an electrode belt.